Event description:
It was reported that during use the balloon broke. It was reported, "when looking at the actual catheter, it seems as though the proximal attachment of the balloon fails and it folds over the tip of the catheter like a sock". It was additionally reported that it was difficult to say if a piece of the balloon has broken off. No serious consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation.